Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).

Event description:
The pt's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete. A supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced left arm numbness and tingling, discharge, migraines, hypertension, insomnia, diverticular disease, rectal bleeding episode that required visit to the emergency room (2010), vaginal dryness, pelvic pain, abdominal pain, nocturia, nocturnal enuresis, urgency, mixed incontinence with physical activity, urinary leakage, dyspareunia, urinary tract infections, delayed defecation, and pain with thrusting, treated with vesicare, toviaz, and advised on use of kegel exercises and participation in a six-step program to relieve symptoms; also encouraged to keep a bladder log and scheduled voiding every two-three hours and was referred to go to a pain clinic for chronic pain.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced constipation, atrophic vaginitis, chronic urinary frequency, back pain, left lower quadrant tenderness, mixed urinary incontinence with urge and stress incontinence, heaviness in pelvic area, bulging feeling in the vaginal area, incomplete bladder emptying, suprapubic abdominal pain, constant nagging and stabbing pelvic pain that is worse when in need to have a bowel movement, shortened vagina, global atrophic changes, required nonsurgical interventions such as antibiotics, anticholinergics and vagifem.